Event description:
Reportedly, the heparin driver was moving and then sticking. Alarms to "check balance." The service engineer reported that the heparin pump was over-infusing. There was no allegation of death, injury or intervention with respect to this issue.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.

Event description:
It was reported that the device was explanted after implant duration of zero days. (Through follow-up with the health-care provider), it was learned that the device was explanted due to a failed ring repair.per the operative report: "we used a 26 mm mc3 ring. Unfortunately, as we came off bypass, there was still significant tricuspid regurgitation that I felt was not compatible with a good future clinical course. We therefore resumed bypass, and with the heart beating, removed the ring, and replaced the ring with a valve, a 29 mm bovine xenograft."